Event description:
It was reported that a patient with an interstim device was admitted to the hospital. He had fallen on his left side. He turned off his device and had an EKG completed. After the EKG, he turned his device back on and had no stimulation. He has had a return of symptoms. Further information is being requested from the hcp.